Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the info power on reset (por) error code appeared on the patient¿s patient programmer (pp) about three days prior to the report. The patient was trying to recharge his depleted implantable neurostimulator (ins) when the por code was seen, and it was unknown if the por was related to an overdischarge event. It was also reported that the patient last felt stimulation about ten days prior to the report and they stated that he had been in and out of the hospital in the past three months prior to the report. There were no reports of trauma/falls that could be related to this issue. The pp was showing that the patient needed to charge his ins, so they were then instructed to charge the ins to 50% and to call back to reset the info por message with the pp. Lastly, the patient later called back and was walked through clearing the por message. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the last successful recharge session was in (B)(6) 2018. The patient was able to feel stimulation after the por was cleared. No further complications were reported.